Manufacturer narrative:
Analysis of the recharger (B)(4) found that connector pin bent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken off and it slid in and out of the recharger. Patient stated they needed it taken care of because their back was killing them. Patient clarified that they had a return of target pain because the broken desktop charger pin prevented the recharger from charging, which prevented them from charging the ins. No further complications were reported or anticipated.